Manufacturer narrative:
Evaluation results: one medfusion pump was returned for investigation in used condition. The investigator noted that the tamper seal was removed. In addition, the top case was a counterfeit product. The motor rate error was observed in the pump's event history log. The motor rate error was not replicated during testing however. The problem source of the reported product problem was unknown. A root cause was not established. The following components were replaced as a preventative measure: top case, plunger cases (cracked), plunger head mount and dowel pin (loose), plunger cable (damaged), lcd display (rusty), battery, position pot, stepper motor and worm coupling and worm gear, clutches and lead screw and carriage and carriage plate and square shaft, speaker (contaminated). The investigator also installed a cable guard that was missing. The investigator also replaced the barrel clamp head, size pot, tapered spring and barrel clamp rod. The pump was subsequently re-calibrated, after which it passed all the functional and delivery tests.

Event description:
It was reported that the pump presented with a motor rate error. It is unknown if the product problem issue occured during patient use. No patient injury or complications were reported in relation to this event.